Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010705, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010705 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 9 on 14-dec-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4m00012 was manufactured according to the wi version 2 and manufactured in the machine itl03, on 13-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced 5 infusion sets tubing issues from (B)(6) 2025 to (B)(6) 2025. The infusion set tubing got detached from the connector. The infusion set was in use for 3 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.